Event description:
Pt initials: (B)(6). Spims-generated unique ae ID: (B)(6). Date of awareness: 10/02/2019. Pt rems ID: (B)(6). Prescriber rems ID: "(B)(6)". Initial reporter: chart review. Causality: unsuspected. (B)(6) is a (B)(6) y/o female who presents with displaced hickman line catheter. Has no other complaints at this time. No new shortness of breath and she feels that her pump is still working. Per md, hickman appears to be functioning as it is only slightly pulled from its baseline. Chest x-ray showed that the line is deep within the svc and likely still functional. Pt has messaged her cardiologist who typically responds to her within a few hours and she will see them likely tomorrow to coordinate to have an ir possible replacement or exchange of the catheter. Pt discharged. (B)(6) 2019, (B)(6) is a (B)(6) y/o female with pulmonary hypertension and right hickman catheter that had an exposed cuff. On exam there appears to be superficial infection of the catheter site. Pt underwent placement of 9.5 french 21 cm tunneled venous catheter via left internal jugular venous approach, with catheter tip positioned just distal to cavoatrial junction. Right procedure, pt awake, alert, oriented x 4. Vss. Bp 80's, normal per pt. Discharge instructions given to pt.